Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced incontinence. It was noticed that the aus was not cycling due fluid loss. The pump bulb stayed flat due a hole in the system. The aus was explanted and replaced. No further patient complications reported.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced incontinence. It was noticed that the aus was not cycling due fluid loss. The pump bulb stayed flat due a hole in the system. The aus was explanted and replaced. No further patient complications reported.